Event description:
It was reported that this right ventricular (rv) defibrillator lead upon interrogation exhibited high out of range shock impedance measurement greater than 145 ohms. Technical services (ts) reviewed trend data and noticed the last few months has shown a gradual upslope in measurement of the 120 to 130 ohms range, to where it is now. Ts discussed troubleshooting options and suggested patient get setup on remote monitoring system. The physician will determine next steps at patient's appointment next week. No adverse patient effects were reported. The lead remains in service.